Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple shocks during multiple episodes as inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). This was discovered by boston scientific technical services (ts) when reviewing the device data. The physician removed the device for non-device related reasons. The device has been returned and is pending analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple shocks during multiple episodes as inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). This was discovered by boston scientific technical services (ts) when reviewing the device data. At a later date, it was reported that the device was removed due to an infection, with the patient suffering pericarditis and patient receiving antibiotic treatment. The device has been returned and has been analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.